Manufacturer narrative:
(B)(4), no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01854. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior/posterior repair and cystoscopy.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, urethral hypermotility, interstitial cystitis, a symptomatic cystocele, and a symptomatic rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent cystoscopy with revision of vaginal mesh and additional mesh implantation on (B)(6) 2011 due to recurrent urinary tract infection and exposed vaginal mesh. It was reported that the patient underwent revision of vaginal mesh on (B)(6) 2011 due to recurrent urinary tract infection and exposed vaginal mesh. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01854. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent excision of transvaginal mesh and midureteral sling on (B)(6) 2012 due to pelvic pain, dyspareunia and vaginal mesh erosion. It was also reported that patient underwent examination under anesthesia, and reapproximation of disrupted vaginal epithelium on (B)(6) 2012 due to bleeding postoperatively. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/27/2016.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, urinary incontinence, and urinary urgency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, urinary incontinence, and urinary urgency.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.